Event description:
A field service engineer (fse) was dispatched to the user facility for preventative maintenance. During the inspection of the rhino-laryngofiberscope, it was found that the adhesive was detached from the bending section cover on the distal end. There was no patient involvement.

Manufacturer narrative:
The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely stress led to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.